Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Reportedly, the device was deployed with the guide wire in the device. It should be noted that the prostyle instructions for use (IFU) states: ¿remove the guide wire before the guide wire exit notch crosses the skin line.¿ the IFU violation likely contributed to the difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device related to a watchman interventional procedure. Reportedly, the device was stuck in the patient anatomy. The physician dismantled the device then realized he forgot to remove the guide wire. The guide wire was removed and the device was successfully removed without issue. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.